Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown" diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: reported as "between 2008 and 2010". The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and rupture; "granulomas" observed during surgery. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d6a, d9, h3, h6, h11.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown" diagnosed via MRI. Healthcare professional later reported "capsule had granulomas on it. Shell was ruptured with silicone gel inside capsule" observed during surgery. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture and capsular contracture baker grade unknown" diagnosed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d4, d6b, e1, h6.